Manufacturer narrative:
This is an initial report that was filed under asr exemption number e2014031, which has been revoked. Report late due to transition from vmsr program. The following are the ID number of the initial asr report. Asr manufacturer report ID number: 3004464228-2019-10586, 3004464228-2020-01007. Report ID number: (B)(4). Exemption number: e2014031. The pod was received undeployed. Timeouts and a drive stall were noted in the data. First prime ended early as a result of the drive stall. Upon opening the pod, it was confirmed that the position of the ratchet gear was multiple pulses behind where it should be. No damages or defects were noted that could contribute to a drive mechanism failure. A root cause could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / page 54. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.

Event description:
A patient reported the cannula did not deploy when trying to activate the pod; indicating a needle mechanism failure. The patient's blood glucose levels were unaffected and the pod was not worn.